Manufacturer narrative:
Ims49jb45 lead implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker replacement procedure, the patient's previously capped right ventricular (rv) lead was uncapped and tested through the analyzer, revealing low r-waves and loss of capture. The lead was recapped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.